Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of the tip detaching. Reported event of needle detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the tip of the injection gold probe and the needle broke off and fell inside the patient. Reportedly, the detached pieces were successfully retrieved using forceps. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.